Event description:
It was reported that the patient had an interstim revision surgery 3 weeks ago. The patient had relocated and was looking for a new physician in that area. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0e4n5, implanted: 2013 (B)(6); product type lead. (B)(4).